Event description:
The customer reported differences between his sensor glucose and blood glucose readings. The customer stated his sensor glucose was 130 mg/dl and blood glucose was 285 mg/dl. Customer declined to troubleshoot for his blood glucose. The customer was unable to upload his data onto carelink. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings.